Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 125 units of insulin during the load sequence. Customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer replaced the same cartridge and continued insulin therapy.